Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an operating ophthalmic console lamp of the multiport auxiliary illuminator was replaced and system displayed an error message during the combination of vitrectomy and cataract surgery. The "surgery" was completed after many attempts of auxiliary illumination fixation.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error as the event both lamps in the auxiliary illuminator needs to be replaced, and error code was displayed. Which does not qualifies for the reportable criteria. Hence, further report will not be submitted under the manufacturer reference number 2028159-2024-00236. The manufacturer internal reference number is: (B)(4).